Event description:
It was reported that the device would not fire during a bullectomy. The tissue was placed, but did not fire. There was no patient consequence.

Manufacturer narrative:
Date sent: 07/25/2008. Evaluation: firing trigger teeth broken. Evaluation summary: the analysis results found that the instrument was returned in good visual condition and with no reload present, however, the firing mechanism was noted to be damaged. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged, no functional test was performed due to the condition of the device. While no conclusion could be reached as to how the firing mechanism became damaged, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment.